Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the usb port on the pump was damaged which caused the pump to intermittently stop charging while plugged into a power source. Reportedly, the customer needed to wiggle the usb cable while inserted into the usb port in order for the pump to charge successfully. The customer provided a blood glucose (bg) level of 256 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.